Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered bubbles in the wash pump and proceeded to replace the wash valve parts to resolve the issue. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the event is attributed to the wash valve hardware.

Event description:
The customer reported obtaining erroneously elevated troponin I (access accutni) results, both within the risk stratification range and above the acute myocardial infarction (ami) cut-off of the assay, for eight (8) patients on the access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. Subsequent testing of the patients' samples on an alternate access 2 analyzer produced lower results either within the normal reference range of the assay or within the same clinical category but outside of the assay's precision claims. The erroneously elevated results were released out of the laboratory but the customer stated that there was no change or effect to patient treatment in connection with this event. All system parameters including quality control (qc), calibration curves, and system checks performed within the assay and instrument specifications at the time of the event. The patients' samples were collected in 5 ml heparinized plasma tubes which were centrifuged for 5 minutes at 4500 rpm. The customer stated that the samples were clear with no signs of hemolysis, lipemia, or other factors which would have caused a pre-analytical issue.